Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient contact reported receiving a drain complication encountered. Please check patient line and drain line message during drain 1 of 3 of treatment and an air detected in cassette during an unknown drain of their treatment. The patient contact cancelled the treatment and found the fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak was found inside the cassette door, on to the pumps of the cycler, and on the lower part of cassette door. The patient contact was advised to discontinue the use of the cycler and follow up with the patient¿s peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however; to date has not been provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient contact reported receiving a drain complication encountered. Please check patient line and drain line message during drain 1 of 3 of treatment and an air detected in cassette during an unknown drain of their treatment. The patient contact cancelled the treatment and found the fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak was found inside the cassette door, on to the pumps of the cycler, and on the lower part of cassette door. The patient contact was advised to discontinue the use of the cycler and follow up with the patient¿s peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
Additional information: d9, h3 correction: g3 date was incorrect on the initial MDR. The correct g3 date is 7/5/2021. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and showed that the front panel display touch screen improperly had an opening or gap with the front panel bezel. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. During simulated treatment setup, a heater bag not detected warning occurred. The internal inspection of the cycler showed that there were indications of dried fluid within the recess of the bottom cover adjacent to the pump. There was fluid in the filter of the pump assembly. The cause of the encountered fluid and dried fluid could not be determined. After replacing the filter, a simulated treatment post-accelerated stress test 2-hour 15-minute 8500 ml test was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. Fluid in the filter is related to the reported air detected in cassette warning. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.